Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous air bubbles were observed in the infusion set tubing during the loading sequence with multiple cartridges. Resistance was felt loading the cartridge with insulin and cartridge septum material was observed in multiple syringe needles. Customer change the syringe needle and cartridge to resolve the issue. Customer's blood glucose was within range.